Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During insertion, the clip was already hanging at the entry. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h2: additional information: additional information was received on april 4, 2024, and the customer reported the type of procedure performed was a colonoscopy with the target anatomy location of the sigmoid colon. Initially, the procedure type and anatomy location of the procedure were unknown and was reported as it may have occurred in the esophagus. This additional information confirmed the hemoclip device has deployment issues, the most serious reasonably expected injury from this issue is a minor procedure delay. The issue is unlikely to cause a serious injury or death if the malfunction were to recur. As there is no longer a reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During insertion, the clip was already hanging at the entry. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 4, 2024: it was reported that the resolution 360 clip was used in the sigmoid colon during a colonoscopy procedure.